Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al5949 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: only a picture was returned for analysis. Upon visual inspection of the picture, a hair at the sealing area of product code spa43 could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Prior to use, a hair was found in the suture package. There was no patient involvement. There were no adverse patient consequences reported. No additional information was provided.